Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the surgeon experienced difficulties extracting a diagnostic sample from the biopsy needle. It was noted that the needle required a "good slip" to remove the collection portion of the biopsy needle. It was reported that the surgeon completed the procedure with the needle. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.